Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server orders were not crossing to the stations. A technical support specialist dialed into the carefusion communication engine (cce) server, verified that both cce service and system service were running, confirmed that all active hosts were connected with valid internet protocol (ip) addresses and ports on the transmission control protocol (tcp) communication monitor, and ran a message trace to verify the last admission, discharge, transmission (adt) and order message timestamp. The specialist restarted adt, orders, formulary, and cerner mbm services, but no new messages were received. The specialist then contacted the customer and informed them that there were no messages from cerner and advised them to contact cerner. The customer acknowledged, and informed tss that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing to the stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.